Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that an error occurred, the main printed circuit board (pcb) was contaminated. It was also noted that the upper case, keypad flex, encoder assembly, lower case, main seal, liquid crystal display (lcd) display, display frame, display grommets, insulator label, display frame screws, three case screws and six main pcb screws were all contaminated and the battery wire was pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.